Manufacturer narrative:
Reported event of distal tap detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of the extractor pro rx detached inside the patient. The procedure was completed by placing a plastic stent in the common bile duct. The detached piece was not retrieved; however was able to pass on its own after placing the stent. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be normal.